Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of over 600 mg/dl. Customer had symptom of vomiting, diarrhea and was incoherent. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was hospitalized in the intensive care unit and was treated with long acting insulin. Customer was wearing insulin pump at the time of hospitalization. There were attempts to treat customer with a bolus but insulin did not deliver. High blood glucose began on (B)(6) 2016. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Caller reported that cannula was bent but was not sure if it occurred while in her purse and in customer. Customer was still hospitalized at the time of call.